Event description:
The sales consultant reported that dr. From hosp complained that he noted a 7.5mm ti flexible humeral nail is bent and remains in the pt. There are no plans for removal. The pt is healing very well.